Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer alleges the pump was over delivering. Troubleshooting was performed for over delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis. Frn mmt 332a, unomedical - infusion set.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and selftest. Possible over delivery anomaly not confirmed. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).